Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h10: the actual device was received for evaluation. Visual inspection on the unit via the naked eye showed no evidence of fluid flow coming out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Crystallized drug came from the drug fluid filled in the device bladder. The reported condition was verified. The cause was due to drug residue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) would not flow. The event was described as, ¿when initially connected ¿ it was flowing¿ however, ¿on disconnect ¿ it wasn¿t flowing¿ and approximately half the volume of medication was left in the device. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.